Event description:
It was reported that this right ventricular (rv) lead exhibited variable shock impedance. Technical services (ts) reviewed the reports and stated that one alert approximately five years ago indicated the shock impedance was high out of range. Ts provided following actions. The lead remains in use. No adverse patient effects were reported.